Event description:
New information indicates the lead continued to exhibit low impedance. The software download was unsuccessful. The patient would continue to be monitored.

Event description:
It was reported that the right atrial lead exhibited low impedance via a remote transmission. No intervention was reported. There were no adverse consequences for the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.